Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy procedure, the customer was encountering a non-recoverable error on the system. The system was already on, the patient was anesthetized, and incision ports were placed. The customer was in the process of docking the system and when the last instrument was installed, the system presented with an error. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the event logs and noted an error indicating a failure in the personality module audio/video (pmav). The tse instructed the customer to shut down the system, perform an emergency power off (epo), and disconnect and reconnect the fiber cables. However, when the system was turned on, the non-recoverable error was still present. The customer elected to abort the planned surgical procedure. The procedure was performed and completed on another day with no report of injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been scheduled to perform a field evaluation at the customer site to further investigate the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the errors on the system pointing to a failure in the personality module audio/video (pmav) and replaced the pmav to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmav was analyzed and found to have a failing video branch (vbr) printed circuit assembly (pca) in the pmav.